Event description:
It was reported that water leaked from the foley catheter balloon. Also stated that after the catheter insertion to the patient, water leaked from the inflation lumen and the water for fixing leaked from the balloon.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿imperfection in balloon due to process". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: 1. Method for use: do not inflate the balloon in the urethra. [The urethra may be injured. Do not pull the catheter hard. [The bladder/urethra may be injured. 1. Method of use: cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. Lubricate the catheter shaft with the lubricant jelly. Carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. Pull the catheter slightly to seat the balloon at the level of the bladder neck. To deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that water leaked from the foley catheter balloon. Also stated that after the catheter insertion to the patient, water leaked from the inflation lumen and the water for fixing leaked from the balloon.